Manufacturer narrative:
The device had the cannula assembly in an undeployed state. Downloaded data shows the pod was deactivated after running 45 pulses, all of which were first prime pulses. The device was deactivated by the user prior to when it was intended to deploy. No deficiencies were found that would contribute to a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation. The patient's blood glucose level was 6.7 mmol/l (120.6 mg/dl) at the time of the alleged event.